Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information indicates the screws would not lock into the plate.

Manufacturer narrative:
A product investigation was performed. Following parts were received for investigation. Cortscr ø2.7 self-tap l10 sst (part # 202.870, lot # l199338, quantity 1), va-lcp lat dist fibula pl 2.7 r 6ho l118 (part # 02.118.406, lot # 7527668, quantity 1), unknown screw (part # unknown, lot # unknown, quantity 1). Our investigation has shown that the received unknown screw is in a used condition. There are mechanical damages visible at the screw head-recess and threaded screw head. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. We assume that damage at the screw-recess was caused by a mechanical overload situation during use. Because of the damage the complaint relevant dimensions cannot be checked for dimensional accuracy. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Quantity of unknown cancellous screw corrected from 2 to 1. This report is for one (1) unknown cancellous screw. Part and lot numbers are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown cancellous screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Patient information not available for reporting. 510k: this report is for two (2) unknown cancellous screws. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an unknown procedure on (B)(6) 2017, surgeon encountered a problem with the connection between the screwdriver and the screw. Closer review of the devices revealed the screwdriver was fine and the issue was with the 2.7mm variable angle locking compression plate (va-lcp) lateral distal fibula plate and the two (2) cancellous screws. It was determined the plate is bent and the two (2) screws were cross threaded. Surgery was completed successfully with no delay and no harm to patient. Concomitant device reported: screwdriver (part number unknown, lot number unknown, quantity 1). This report is for two (2) unknown cancellous screws. This is report 1 of 2 for (B)(4).